Manufacturer narrative:
Unit unable to prime during prime/a33 test due to faulty fsr (g).unable to verify excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Unit had minor scratchedlcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip,reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Customer reported multiple motor error alarms were listed in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.